Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify button error alarm/keypad anomaly, excessive no delivery alarm, low reservoir alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised forced enhance sensor test, rewind test and excessive no delivery test due to blank display. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and no significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a no delivery alarm that was resolved by complete set change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.